Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-06300 for details of the other event. The investigation is ongoing.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, two valve struts were observed to be bent. There was difficulty advancing the commander delivery system with valve through the 16fr esheath+. It was noted that access had been obtained from the left groin, the 16fr esheath+ was able to be advanced into the patient without difficulty and a non-edwards balloon (20 mm x 6 cm) was able to be advanced to dilate the aortic valve twice. Upon review of the fluoroscopy, it was noticed that the sheath was kinking with forward pressure. A decision was made to withdraw the delivery system and valve and then replace the sheath and entire system with a new system. As the commander delivery system with valve was being withdrawn, the valve became stuck in the esheath+. Imaging was performed and it revealed the iliac was ruptured. A non-edwards balloon was then placed and inflated to stop the bleeding. The esheath+ was unable to be removed as the valve was observed to be protruding outside the esheath+. The patient's blood pressure was worsening. After further discussion and consultation, a decision was made to stop the procedure and the patient passed away. Additional information was received clarifying that as the delivery system with valve was being advanced through the esheath+, the esheath+ split open which resulted in the system to "kink over". The system was able to be pulled back which allowed the system to straighten back out. However, it was noticed during that time that the bottom edge of the valve had flared out and caused a perforation through the iliac artery. This resulted in the patient to start hemorrhaging. A massive transfusion protocol was initiated, and code blue was also initiated. Unfortunately, due to the complications, the patient passed away. It was clarified that the entire system and esheath+ kinked and the esheath+ had split.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed two valve struts bent outward at the outflow, and they were exposed through the sheath device. In addition, the patient's left access vessel had presence of tortuosity. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve frame damage that resulted in a surgical intervention being performed and may have contributed to the death was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, two valve struts were observed to be bent. There was difficulty advancing the commander delivery system with valve through the 16fr esheath+. Upon review of the fluoroscopy, it was noticed that the sheath was kinking with forward pressure. A decision was made to withdraw the delivery system and valve and then replace the sheath and entire system with a new system. As the commander delivery system with valve was being withdrawn, the valve became stuck in the esheath+. Imaging was performed and it revealed the iliac was ruptured. The esheath+ was unable to be removed as the valve was observed to be protruding outside the esheath+." Per the training manual, "insertion force can vary due to angle of access, thv size, vessel diameter, tortuosity and degree of calcification" and "if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm." In this case, the patient's access vessels had presence of tortuosity. The presence of tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. It is possible that the sheath kinked during maneuvers performed to introduce the device through the tortuous anatomy, as it was reported that "it was noticed that the sheath was kinking with forward pressure." Furthermore, it was reported that the valve became stuck in the sheath during withdrawal of the delivery system and the bottom edge of the valve became flared out. Excessive force was likely applied to withdraw the device to overcome the tortuous anatomy and kinked sheath, which can lead to the crimped valve interacting with the sheath, getting stuck, and resulting in strut damage at the outflow side as observed in the imagery. As such, the available information suggests that patient factors (tortuosity) and/or procedural factors (kinked sheath, high push force, and withdrawal of crimped valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.